Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem was unable to be reproduced. One 20 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism was observed to be engaged over the needle tip. The returned sample was flushed and pressurized with a 12 ml syringe of water; however, no leaks were observed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that found fluid leaked in the plastic base. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that found fluid leaked in the plastic base. No other information was provided.